Event description:
It was reported to philips that the image storage space was insufficient. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that disk space full, only 2 or 3 patients' data can be stored. Upon inspecting the system, fse found no error message about hard disk storage, but the available space was very low. To resolve the issue, fse recreated the image storage, and the system disk has about 20gb space available. After the repairs, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.